Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber was returned in 3 pieces; the first piece including the distal tip measures 1 foot and 4 inches; the second piece including the distal tip measures 1 foot and 3 inches; the third piece including the connector measures 6 feet and 7 inches; the glass distal tips of two pieces appear in good condition and do not exhibit signs of usage; the fiber was tested with hene laser fixture, aim beam is visible at the break location; the fiber pieces exhibit minimal signs of melting at break locations. Probable root cause: based on the device analysis, the probable root cause of the failure is excessive bending.

Event description:
It was reported that the "fiber broke outside of the scope twice." The breakage, both times, was outside of the patient where the fiber goes into the cystoscope. Console settings: 0.5j 20pps 10 watts. Joules used: 6.77 kj. Time expended: 27 minutes. The procedure was completed with a second fiber. Patient outcome "ok" reported. No injury to patient reported